Manufacturer narrative:
The only information received regarding this complaint is the reported event, awaiting technical visit. No information of replaced part has been received and no device logs has not been received. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that a technical visit for a ventilator was requested. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).